Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the right radial approach. The 99% stenosed de novo lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The right coronary artery was predilated with a 2.5mm non-bsc balloon. Then the physician advanced a 15mmx3.00mm nc quantum apex balloon to dilate the lesion further. The nc quantum apex balloon was inflated to less than rated burst pressure (rbp) and the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.